Manufacturer narrative:
As part of our investigation, on april 3, 2020 a field service engineer (fse) was dispatched to the customer¿s site to evaluate and repair the aer. The fse confirmed that the leak at the sample port. The port was replaced and then the aer was ran for a complete test cycle. The fse completed the electrical safety and ensured the olympus software attribute detail is accurate. The customer¿s aer was left in working condition.the device will not be returned.

Event description:
The service center was informed that the oer-pro automatic endoscope reprocessor (aer) was leaking from the sample port during a reprocessing cycle. The type of cleaning disinfectant and solution being used in the oer-pro is acecide-c and olympus endoquick alkaline detergent. The type of mesh filter being used is oer-pro filters. Olympus connector tubes are being used. The connecting tubes are being stored hanging on hooks. The brush being used to clean the fine-mesh filter is a brush that was provided. Only olympus endoscopes are being reprocessed in the oer-pro. One to two scopes are being reprocessed per cycle. The minimum effective concentration is being checked with every cycle. There are no other devices being used in conjunction with the oer-pro. The oer-pro is being stored in an endoscopy scope room. There was no patient involvement or user injury reported. Additionally, the device was inspected prior to use and there were no abnormalities observed. The connecting tubes were not kinked and were connected properly. The physician or medical personnel operating the oer-pro is experienced in using this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2 and h10. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the cause of the event cannot be conclusively determined. However, it is presumed from the investigation that the breakage of the disinfectant removal port occurred by physical factor, which led to the acecide leakage. Also, the breakage of disinfectant removal port may have made it impossible for the drain connector to be connected. This made the disinfectant concentration impossible to be checked. The oer-pro instruction manual states in ¿3.10 checking the disinfectant solution concentration level ·when checking the concentration of the disinfectant solution during the reprocessing¿.